Event description:
Report received from the USA stating that the device was "overheating and getting warm to the touch" during routine maintenance. The reporter stated that the product was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all manufacturing specifications. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).